Manufacturer narrative:
The issue of the software failing to properly execute is identified in the product risk file. No injury was reported. The potential severity of harm is scored as moderate and therefore deemed reportable.

Event description:
On (B)(6) 2020 a complaint was submitted to natus technical service was alleging that a cool-cap system experienced an application load failure. (Product number 401701-501 cooling unit assembly, serial number (B)(4)) on 01/03/2020 natus technical service advised the customer to reload the software. On 01/08/2020 natus technical service followed up with the customer. On 01/08/2020 natus technical service was informed by the customer the issue was resolved by reinstalling the software.